Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a mark. When the iol was inserted it was noticed that there was a mark on the haptic from the insertion. The doctor decided to replace it. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received from the customer which confirmed the following. The operative eye is the left eye. They do not know if the damage was caused by the doctor (use error) or the inserter. The iol was fully implanted and then removed. A backup lens was used to complete the procedure. However, they do not have the backup lens information. There were no complications such as a capsule tear, vitrectomy or sutures. The doctor¿s name is (B)(6). No further information was provided. This current report is to update this information. Section e1 reporter: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.